Event description:
It was later reported that the lead programming was changed and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing noted on 2014 (B)(6). An unexpected shock occurred on 2014 (B)(6).

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos). The twos algorithm in the device failed at times and the patient received inappropriate therapy. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.